Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that the balloon was unable to cross the lesion and rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 5.0mmx40mmx80cm (4f) fg sterling otw balloon catheter was advanced with difficulty across the lesion and upon inflation the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications were reported.